Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The device passed the displacement test, operating currents, self test, and off no power test. No blank display noted. Unable to perform the basic occlusion, occlusion, prime, and excessive no delivery test due to intermittent button response. The device had a scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and a cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 86 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.